Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Two more sutures coming off the needle, yesterday a 2.0 but they didn't keep it or make a note and this morning. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many devices demonstrated the alleged deficiency? 1 strand. Did the event occur during one or multiple patient procedures? 1. What is the total number of procedures? 1. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? All other pc numbers I submitted on behalf of (B)(6). - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? All other pc numbers I submitted on behalf of (B)(6). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.